Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient often bumps the ipg accidentally, resulting in pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was relocated.

Manufacturer narrative:
B5- corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site since implant and often bumped the ipg accidentally. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was relocated.